Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead dislodged. The physician implanted another lead of same model type: the dislodged lead was surgically abandoned. No resulting adverse patient effects were reported.